Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display test failed. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. The glucose test strip tested negative. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank at power up. The power cord plugged into a working outlet. The ok and stop keys were on; however, the screen remained blank. Rebooting the cycler did not restore the display. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested but to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.